Event description:
It was reported during a right occipital avm embolization with onyx, after approximately 1.06cc of onyx was injected into the nidus. Upon catheter retrieval, a hemorrhage was formed proximal to the nidus at the location where the catheter was retrieved. The patient experienced severe headache and pain. However, the hemorrhage was no longer apparent following subsequence angio. The patient condition was reported as "no adverse patient effect."